Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 6 bd pegasus¿ safety closed IV catheter systems experienced defective/damaged tubing. The following information was provided by the initial reporter: 24g pegasus was used in 400 emergency rescue area of the user facility, the leakage was found for many times, forms a fracture extension tube and joint gap, part during the exhaust to nurse the patient before the bed open the packing, found that part were found in the process of piercing. Needle extension tube connected to the ruhr joint position blood leakage. The clinical nurse complained that there were many cases of rupture and fracture of the catheter, and after confirming with the head nurse to take photos and collect evidence, she reported to the equipment department and asked for compensation for the corresponding number of indwells. The hospital did not retain the quality problem and did not provide the quality problem lien needle, so the problem product could not be sent back to the company for analysis. Such problems have occurred more, the hospital attaches great importance to this problem, there is no serious medical accident.

Event description:
It was reported that 6 bd pegasus¿ safety closed IV catheter systems experienced defective/damaged tubing. The following information was provided by the initial reporter: 24g pegasus was used in 400 emergency rescue area of the user facility, the leakage was found for many times, forms a fracture extension tube and joint gap, part during the exhaust to nurse the patient before the bed open the packing, found that part were found in the process of piercing. Needle extension tube connected to the ruhr joint position blood leakage. The clinical nurse complained that there were many cases of rupture and fracture of the catheter, and after confirming with the head nurse to take photos and collect evidence, she reported to the equipment department and asked for compensation for the corresponding number of indwells. The hospital did not retain the quality problem and did not provide the quality problem lien needle, so the problem product could not be sent back to the company for analysis. Such problems have occurred more, the hospital attaches great importance to this problem, there is no serious medical accident.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed for possible lot 0055001 and no abnormalities were found.